Event description:
On (B)(6) 2007, (B)(6) had back surgery for spinal stenosis with dr (B)(6) at (B)(6) hospital. The laminectomy was on l2 through l5 with stabilization of l1 through l5 by means of 2 titanium rods and a crossbar held by 10 screws. (B)(6) returned to (B)(6) and dr (B)(6) performed 3 more surgeries. (B)(6) developed drop foot, paralysis of the left lower left leg, meningitis, and e-coli infection while at (B)(6). (B)(6) was transferred to (B)(6). It was only then that we learned of the infections at (B)(6) from dr (B)(6). Dr (B)(6) repaired the "dura" damaged in the (B)(6) operations and removed the medtronic infuse bone graft material placed at (B)(6). Dr (B)(6) had said that it would be impossible to repair the "dura". (B)(6) was transferred to (B)(6) rehab hospital for a total of 45 days of hospitalizations. In (B)(6) 2007. MRI's showed that several screws had loosened and 2 heads had broken off. Although they should be repaired, they cannot, because of the risk of e-coli infection from (B)(6) residual materials. (B)(6) uses an afo, cane and a mobility scooter because of his left leg. Post surgery, he became impotent. He requires daily, life-long antibiotics as a precaution against e-coli reinfection. An eval visit within the last year shows that the screws continue to loosen more. The neurosurgeon and infectious disease doctors both have stated that any surgery of any type could trigger the e-coli and that the results would be disastrous. Both doctors said (B)(6) "would not make it back from a second flare-up of the infection".